Event description:
A removable kneeling pad fell from the table onto a pt foot causing a fracture.

Manufacturer narrative:
A search of the product complaint files yielded no record of any other complaints of this type. There have been several thousands of units shipped since the launch of the product in january 2005. We believe this incident was an unfortunate event which is unlikely to recur.